Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.8 inr, qc 2: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Customer stated they are taking ascorbic acid. The customer's ascorbic acid dose is unknown. Per product labeling, "in case of a vitamin c dosage (ascorbic acid) lower than 170 mol/l (30 mg/l), there is no significant effect on test results." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2020 at 10:00 am, the meter result was 5.7 inr. The patient was instructed to skip a dose based on this result. The result from the laboratory was 3.2 inr. The customer was unsure if the lab test was within 4 hours of the meter test. On (B)(6) 2020 at 2:59 pm, the meter result was 4.8 inr. The result from the laboratory within 4 hours was 3.3 inr. The customer has a therapeutic range of 2.5-3.5 inr.